Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 75% stenosed, 3.0mm diameter target lesion located in the severely calcified and severely tortuous anterior tibial artery. An unspecified nc quantum maverick balloon was being used to open an unspecified stent and the balloon ruptured on the stents strut on the 2nd inflation. The procedure was completed with this balloon. There were no difficulties removing the balloon and the balloon was intact. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).